Manufacturer narrative:
Additional information indicates that the patient was explanted due to difficulty charging the ipg. The patient is reportedly doing well following the procedure. Device evaluation confirmed the complaint of difficulty charging. Sleep current was slightly out of the expected range. Depletion rate with stimulation turned off is higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in (B)(4) which makes test points inaccessible, and troubleshooting to specific component level is not possible. The ipg passed performance, photographic and visual tests performed. Leads exhibit normal device characteristics.

Event description:
A report was received that the patient was having difficulty charging. The patient was issued a replacement charger but the issue remained. After meeting with a field sales engineer (fse) the patient opted to be explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-70 serial#:(B)(4) model description:linear st lead with preloaded enhanced stylet - 70 cm.

Event description:
A report was received that the patient was having difficulty charging. The patient was issued a replacement charger but the issue remained. After meeting with a field sales engineer (fse) the patient opted to be explanted.